Event description:
On (B)(6) 2013, the patient was implanted with a system of gore excluder aaa endoprostheses as part of an endovascular aortic repair. On an unknown date, a follow-up computed tomography scan revealed partial thrombosis in a 12 mm contralateral limb (pxc121400/11001232) on the patient¿s right (ipsilateral) side. It was reported the patient¿s anatomy was extremely tortuous, including a ¿z-shaped¿ common iliac artery. On (B)(6) 2014, the interventional radiologist performed a thrombectomy, and implanted a viabahn and an icast stent. It is unknown where or in which order the viabahn and icast stent were placed. Blood flow to the extremity was restored, and the patient tolerated the procedure.

Manufacturer narrative:
Patient medications include zetia, zocor, coumadin, advair, prilosec, oxycodone, ventolin, spiriva, plavix, and "uloric." A review of the manufacturing paperwork verified that the lot met all pre-release specifications. Per the gore excluder aaa endoprosthesis instructions for use (IFU), considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Per IFU, adverse events that may occur and / or require intervention include, but are not limited to endoprosthesis occlusion.